Event description:
The complainant reported the physician was performing a therapeutic procedure on a pt. The physician anchored the jagwire deep into the common bile duct (cbd). The stone was then removed from the pt. The complainant reported that when the jagwire was removed from the cbd, a part of the tip remained in the pt's cbd. The complainant indicated that there was no adverse affect to the pt as a result of the reported malfunction. Attempts were made to obtain additional pt and event information from the complainant. All attempts were unsuccessful.